Event description:
During the device evaluation, foreign objects were found in the gastrointestinal videoscope's control section and nozzle. There was no patient involved.

Manufacturer narrative:
Based on the results of the completed investigation, the identity of the foreign objects could not be and the root cause of why they remained in the device could not be specified. The event can be detected/prevented by following the instructions for use which state: IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.